Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Picture provided is not sufficient for cause determination. Without the actual device available for evaluation the cause of the event could not be determined from the information available. The most likely cause(s) of this type of event include improper bone preparation prior to insertion, over-torquing or leveraging the implant during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remains in patient and piece discarded.

Event description:
It was reported that the screw broke in half during insertion into the bone. The broken half remains in the patient. The case was completed with k-wire. Procedure was a hammertoe procedure and the site was pre drilled per the rep present in case, the screw was getting tight during the insertion prior to breakage. Patient was reported to have hard bone. X-ray picture was provided to arthrex.